Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot#: nlh022889n, product type: accessory. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that when the patient was using the controller to increase or decrease stimulation, the controller screen will sometimes go blank. They had to remove and then replace the li battery to resolve the issue. They reported that when he told the rep about this issue, they said he needed to remove the li battery and charge it. They reported this issue used to only happen monthly but now was happening every 2-3 days. They noted that this happened around the 1st of august or maybe the last week of july. They also noted that they were getting an error message on his controller with a triangle and exclamation point that says "the program isn't good or something". They later reported that the message said something was malfunctioning and to contact the manufacturer. They reported that he saw this error message when increasing/decreasing stimulation or when charging the ins. They stated that in order to resolve the error message, he had to remove the li battery and then replace it. When attempting to use the controller again, it was working fine now; they saw no error message. They stated this issue began about 3 weeks ago. They also noted that he will set the stimulation to 7.3-7.5 at night before he goes to bed and then when he wakes up the stimulation will be set to 6.0 or 6.5 and was not getting a full nights sleep. They reported he did not have adaptive stim settings, the stimulation was turning down at night on its own. The rep emailed on october 16th, stating that they were unaware of the stimulation settings changing on their own, and that they had not heard from the patient but they were trying to schedule a appointment with his provider. They believed the issue with the controller had resolved, and they believed they were sent a new controller. No out of box failure was reported. No further allegations/complications were reported.